Manufacturer narrative:
Continuation of medical devices: product ID 8835, serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a patient, via a manufacturer representative (rep), receiving morphine (10 mg/ml, 0.941 mg/day) and bupivacaine (40 mg/ml, 3.765 mg/day) via an implantable pump for non-malignant pain. The rep called to reported that a patient's pump had gone empty and was alarming. The rep did not know at the time of the call when the alarm started and stated that the patient did not have any symptoms and no withdrawal. The rep reported that the patient was getting their pump filled by a third party and would like the pump filled with saline. The rep would be seeing the patient later today to interrogate the pump and to determine what was actually going on. An additional call from another rep was received. The rep stated that patient codes 98, 97 and 117 were seen on the tablet. The rep stated that the patient's pump was empty. Logs were reviewed and a non-critical alarm occurred on (B)(6) 2018 and a critical alarm occurred on (B)(6) 2018 for an empty pump. The rep stated that the patient had a personal therapy manager (ptm), but they have not been able to use it. The rep stated that the patient was between doctor and that was why there was an in issue getting their pump refilled. The patient experienced symptoms of nausea, vomiting and headaches. The healthcare professional (hcp) stated that the patient was most likely experiencing withdrawal. The medication in the patient's pump was morphine (10 mg/ml, 0.941 mg/day) and bupivacaine (40 mg/ml, 3.765 mg/day). The rep reported that the clinic did not have any drugs to use in the pump so they were looking to use saline. The patient was taking supplemental orals.